Event description:
It was reported that, "during the tha, the surgeon mistakenly combined the cocr head with accolade stem." The surgeon has requested the risk analysis in this case.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.